Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited noise and auto mode switch episodes. The noise could be reproduced with isometrics. The lead also exhibited low impedance. The lead sensitivity was decreased. No patient symptoms were reported. The physician would continue to monitor the patient.